Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 84 mg/dl, 86 mg/dl and 166 mg/dl when all tests were performed within 10 mins on the compact system. No actions were reportedly taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.